Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 600 pro chemistry analyzer, and identified the failure mode as a defective lamp. The fse replaced the lamp, cleaned cuvettes, performed alignments and adjusted voltage which resolved the issue. Age or dob, weight, ethnicity: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneously low total bilirubin (tbil) patient results on their dxc 600 pro clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.